Manufacturer narrative:
Cmp-(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient has been indicated for a left shoulder arthroplasty revision due to unknown reasons. It was stated that the surgeon wants to remove the glenoid component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products medical products ¿ comp. Rev shldr 9 in steinmann, cat#: 405800 lot#: 562500; versa-dial/comp ti std taper, cat#: 118001 lot#: 120780; versa-dial 38x19x39 hum head, cat#: 113022 lot#: 358500; unknown humeral stem, cat#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a left shoulder arthroplasty revision due to unknown reasons. It was stated that the surgeon wants to remove the glenoid component and revise the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products-glenosphere catalog#: unk lot#: unk, humeral tray catalog#: unk lot#:unk, humeral bearing catalog#: unk lot#:unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.